Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer. During an adenoidectomy, it was reported that the adenoid tip (shaft) separated from the grey finger grip 'while the physician was trying to reach deeper and having to torque on the handpiece." The tip was retrieved from the patient's mouth and there was no injury to the patient. The facility did not retain the device; however, a lot number was provided so an investigation of the lot history record was performed. There were no issues noted during the manufacture of this lot. Although product was not returned for failure investigation, the event is similar to a previously reported complaint. The suspected failure is due to handling by pulling on the bendable tube section of the adenoid tip during insertion/extraction of the tip. Since product was not returned, the failure could not be confirmed. End of report.

Event description:
While removing adenoids during an adenoidectomy, the adenoid shaft separated from the finger grip, which remained attached to the handpiece.